Event description:
Country of complaint: (B)(6). Complaint states: histoacryl tissue adhesive transparent 0.5ml, 7 pieces were used for treatment of gastric varices (2 sites). After infusion, it was found that sclerosation og adhesive delayed. Three minutes later, the adhesive was still paste-like and was not fully sclerosed.

Manufacturer narrative:
Manufacturing site evaluation: (B)(4) units of this code batch were manufactured and distributed. There are no units in stock and there are no previous complaints. Received four closed samples. The ampoules received have been checked visually and the adhesive appears to be according to specification. Polymerization speed is not specified in the product specification nevertheless we have checked the setting time of the four samples received and the obtained results are the usual ones for this product. Reference samples of the complained batch were reviewed, visually, the reserve samples are correct, no deviation could be found. Tested the adhesive strength of the reference samples of the same batches and the results fulfill the specifications of the product. Specifications of the product. Adhesive strength: 214361n1, average result: 1116.15 n, minimum: 20 n. Reviewed the batch manufacturing record, the product had a normal process and the results during the process fulfilled the requirements. As indicated in the instructions for use of the product: "histoacryl is not to be used on patients with known preoperative systemic infections, uncontrolled diabetes, or diseases or conditions that are known to interfere with the wound healing process." Corrective/preventive actions: not applicable.

Manufacturer narrative:
Device not sold in us, however, similar devices are. MFR site evaluation: evaluation is ongoing.